Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture

Event description:
Physician reported left side "intra- and extracapsular rupture diagnosed via ultrasound and capsular contracture, baker grade I/IV." The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported left side "intra- and extracapsular rupture diagnosed via ultrasound and capsular contracture, baker grade I/IV." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side "intra- and extracapsular rupture diagnosed via ultrasound and capsular contracture, baker grade I/IV." The device has been explanted and replaced with another manufacturer's device.